Event description:
Physician reported that the patient's generator battery was suspected to be prematurely depleting. The patient's battery was reported to be at eos (end of service) = yes with the output currents disabled as a result of pulse disablement. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Data from the patient's device was reviewed and it confirms that the battery depleted more quickly than expected. No known surgical intervention has occurred to date. No other relevant information has been received to date.